Event description:
Consumer complaint of erratic blood results. He states his expected range fasting in the morning is 100-112 mg/dl and 135-155mg/dl 3 hours after a meal. Customer denies having any symptoms or that medical attention is required. Verified the test strips are within the expiration date (09/30/2017) and were first opened 3 months ago. The customer states the test strips are stored in the kitchen. Reviewed memory for previous results: 77mg/dl- 7:30am on (B)(6) fasting. 210mg/dl - 09:30pm on (B)(6) 3hrs after dinner. 132mg/dl - 1:00pm on (B)(6) 2horus after lunch. 102mg/dl - 7:30am on (B)(6) fasting. 141mg/dl - 10:00pm on (B)(6) 2hrs after dinner. 124mg/dl - 1:00pm on (B)(6) after lunch. No adverse event reported.

Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user misunderstanding of erratic results.